Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as these were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was unable to feel stimulation. It was also noted that eleven (11) contacts were out. The patient underwent a revision procedure wherein ipg and leads were replaced. The patient was doing well postoperatively.